Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd arterial cannula with bd flowswitch¿ there was an issue with leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
5 representative samples were returned for investigation. All the samples were subjected to visual inspection and no abnormalities was observed on the silicon valve and product. The samples were then subjected to leakage and aspiration test and all samples passed the tests. Colored water was filled to the catheter to observe the geometry of the silicon valve. Damage/ collapse valve and silicon valve under insert was not observed. Based on DHR review of the silicone valve and assembled needle batch, there were no rejects of damage silicon valve or silicon valve under insert at the in-process and outgoing inspection. No abnormalities was observed from the manufacturing review. Based on the representative sample evaluation, damage/collapsed valve and silicon valve under insert was not observed. Leakage and aspiration test passed for all representative samples. At the assembly machine, there is a collapse valve check station that auto rejects parts with any collapsed silicon valve. Collapsed valve could be caused by damage silicone valve. Actual samples were not returned for investigation and hence root cause could not be determine.

Event description:
It was reported that during use of the bd arterial cannula with bd flowswitch there was an issue with leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
5 representative samples were returned for investigation. All the samples were subjected to visual inspection and no abnormalities was observed on the silicon valve and product. The samples were then subjected to leakage and aspiration test and all samples passed the tests. Colored water was filled to the catheter to observe the geometry of the silicon valve. Damage/ collapse valve and silicon valve under insert was not observed. Based on DHR review of the silicone valve and assembled needle batch, there were no rejects of damage silicon valve or silicon valve under insert at the in-process and outgoing inspection. No abnormalities was observed from the manufacturing review. Based on the representative sample evaluation, damage/collapsed valve and silicon valve under insert was not observed. Leakage and aspiration test passed for all representative samples. At the assembly machine, there is a collapse valve check station that auto rejects parts with any collapsed silicon valve. Collapsed valve could be caused by damage silicone valve. Actual samples were not returned for investigation and hence root cause could not be determine.

Event description:
It was reported that during use of the bd arterial cannula with bd flowswitch there was an issue with leakage. There was no report of exposure, serious injury or medical intervention.